Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative left-sided breast pain and rupture. The patient initially experienced the breast pain, and ultrasound performed on (B)(6) 2020 indicated left-sided intracapsular rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with 325cc mentor memorygel breast implant prostheses on (B)(6) 2020.

Manufacturer narrative:
On 18-sep-2020, the investigation on the suspected medical device was completed. It was found that d.10. Product return fields were not correctly filled in on the previous report. The fields have been updated. Investigation summary: during visual evaluation of the device, an anomaly was observed on the anterior view, consistent with a crease/fold. A tear was also observed within the crease/fold and extending to the posterior view, measuring approximately 9.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that d.10 fields related to product return were not filled on the previous report. The fields have been updated. Manufacturer's reference number: (B)(4).